Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous iliac artery. An 8.0 x 40, 75cm mustang balloon catheter was used to dilate the lesion. However, the balloon ruptured during the procedure. The device was remove intact from the patient. The procedure was completed using a different device. No patient complications were reported and the patients' condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination of the balloon material identified no tears or holes in the balloon. Using an encore inflation unit the balloon was inflated to its rated burst pressure with no leaks noted. Further examinations of the device identified that the distal edge of the tip of the device was bunched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous iliac artery. An 8.0 x 40, 75cm mustang¿ balloon catheter was used to dilate the lesion. However, the balloon ruptured during the procedure. The device was remove intact from the patient. The procedure was completed using a different device. No patient complications were reported and the patients' condition is good.